Event description:
It was reported that a revision surgery was performed due to wear on the insert. All the implants were removed.

Event description:
It was reported that a left hip revision surgery was performed due to wear on the insert. Replaced shell and liner. 3 fixation screws inserted.

Manufacturer narrative:
It was reported that a revision surgery was performed due to wear on the insert. The associated r3 xlpe liner was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A clinical evaluation noted that all documents and images provided as of this date have been reviewed. The document stated "when the joint is opened, an important amount of serous fluid emerges. There is also an important synovial proliferation present. The acetabulum proliferative tissue is completely removed. The cup is placed with a slightly enlarged anteversion, which explains the impingement. There are also major acetabular defects.¿ thus, the root cause of the stated 'wear" could have been the ¿anteversion¿ discovered in the revision surgery, which caused the ¿impingement¿. It is unknown if the ¿anteversion¿ was at implantation or occurred later. The impact to the patient beyond the surgery and recovery cannot be determined. However, a follow-up 16 months post revision, the patient is evaluated for ¿pain". Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a broken implant. The head remained and all the other parts were removed. There is no confirmation of which device broke.